Manufacturer narrative:
Batch review performed on 24 january 2025: (B)(4) items manufactured and released on 10-may-2013. Expiration date: 2018-mar-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Clinical evaluation performed by clinical affairs department: a revision surgery was performed 11 years and 7 months after the primary total hip arthroplasty (tha) due to stem loosening. The available x-ray images show signs of stem mobilization and stress shielding. Aseptic loosening is a well-documented adverse event in the literature following primary cementless hip arthroplasty, often with unclear causes. In this case, the exact reason for the failure cannot be determined. Root cause: aseptic loosening cause could not be defined. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
Revision surgery at about 11 years and 7 months post-primary due to stem loosening. The stem, the head and the liner have been revised successfully.